Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A site director reported that the ending refractive error, on a bilateral post lasik patient, was greater/equal to -0.75 sph from the intended target. A second procedure was done to treat the residual refractive error. Information received reflects the outcome from the first procedure to be an undercorrection. This report references the patient's right eye.